Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. (B)(6) and dr. (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation. Block h11: during product analysis, it showed no visible damage. During the image test, the device was connected to the controller and displayed image as expected, the image was not lost when a guidewire was passed through the device. During the functional inspection, it was seen that the tip of the camera articulates without any issues, the image is not lost when articulating the tip. Additionally, no residues were observed in the breakout region of the handle. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The reported complaint regarding visualization was not confirmed. Based on the analysis of the returned device and all available information, the most likely conclusion for the reported event is no problem detected. This determination was made after inspecting the device for any damage or conditions that could have caused the reported visualization issue. No physical damage was observed, and during inspection, the camera functioned normally and consistently displayed an image as expected. Regarding the reported event cancelled/rescheduled post sedation/sedation unknown, the procedure was not completed due to the device failure to display an image. Therefore, this event is classified as an adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block e1: two physicians were reported: dr. (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of cancelled/rescheduled procedure post-sedation.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the common bile duct during a cholangioscopy procedure on an unknown date for the treatment of stenosis and stones. During the procedure, the spyscope ds ii initially functioned normally for two to ten minutes. After this period, the image was interrupted by a gray screen, loss of video signal, and display of a rectangle with three small dots in the center. The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.